Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. The patient developed a recurrent hernia approximately four weeks after the initial procedure. During the reoperation it was noted that the mesh had retracted approximately 30 to 40 percent. The surgeon opines that the mesh tore loose early in the post operative period.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.